Manufacturer narrative:
(B)(4). Evaluation summary: the cassette was evaluated for the reported condition of crack / broken. The sample was evaluated visually and with a leak test with air (8psi) under water. There were no found defects in the visual and functional evaluations. The reported condition of crack / broken was not confirmed in the evaluation. No further information was available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer reported that there was a crack with the homechoice automated set (product code mrm4469m and lot sx10ax0). There was 1 affected product. The event occurred during priming of the homechoice machine. No further information was available. No patient injury or medical intervention was indicated in the initial report.